Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: m363 was conducted. There was one non-conformance associated with this lot. This lot met all release requirements. A review of kit lot: m363 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. Photographs were returned for evaluation. The complaint kit and smart card were not returned. The smart card was not returned; therefore, the reported alarm #7: blood leak (centrifuge chamber) could not be verified. Review of the photographs verify the reported drive tube leak as blood is visible in the centrifuge chamber. The drive tube appears to be damaged at the location of the upper drive tube bearing stop. The photographs show the upper drive tube bearing is not securely installed into its retainer clip. If the drive tube is not securely installed into its retainer clip it can cause the drive tube to contact the bearing retainer and leak. A device history record review identified one non-conformance. The non-conformance was associated with kit lot: m363 which involved a drive tube leak idented during lot release testing. Further investigation found that the leak is due to a delamination of the overmolded drive tube upper bearing stop. It cannot be determined if this non-conformance is related to the complaint as the cause of the leak could not be determined based on the available information. A review of all drive tube leaks documented in mallinckrodt's electronic complaint database did not identify any similar occurrences for kit lot: m363. This kit lot passed all lot release testing. The root cause for the alarm #7: blood leak? (Cent chamber) is most likely due to the fluid leak within the centrifuge chamber. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(6) on (B)(6) 2025. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they experienced a drive tube break during the treatment followed by an alarm # 7: blood leak? (Centrifuge chamber), after 1425 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for evaluation.